Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) female patient who had essure (batch no. A20063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included escitalopram oxalate (lexapro) and ibuprofen. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 7 days after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and migraine ("migraine headaches"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced rash papular ("rashes or skin conditions type: small sparse papule type bumps\small bumps on arms") and scab ("I find myself picking at them all the time and then they bleed/scab over"). In 2016, the patient experienced irritability ("hormonal changes irritable"), mood altered ("moody"), crying ("also cry easily"), hot flush ("easily and hot flashes"), night sweats ("night sweats"), fibromyalgia ("neurological conditions or problems type: fibromyalgia"), hypoaesthesia ("numbness") and myalgia ("muscle aches / muscle pain"). In (B)(6) 2019, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced tooth disorder ("dental problems"), abdominal pain lower ("lower right abdominal pain"), back pain ("lower right back pain"), neuralgia ("nerve pain"), breast pain ("breast pain"), parosmia ("metallic smell"), skin haemorrhage ("I find myself picking at them all the time and then they bleed/scab over") and pain of skin ("skin pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), appendec). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, alopecia, irritability, mood altered, crying, hot flush, night sweats, fibromyalgia, rash papular, scab, vaginal discharge, hypoaesthesia, myalgia, neuralgia, breast pain, skin haemorrhage and pain of skin outcome was unknown, the dyspareunia, migraine, abdominal pain lower, back pain and parosmia had resolved and the fatigue was resolving. The reporter considered abdominal pain lower, alopecia, back pain, bladder disorder, breast pain, crying, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, hot flush, hypoaesthesia, irritability, migraine, mood altered, myalgia, neuralgia, night sweats, pain of skin, parosmia, pelvic pain, rash papular, scab, skin haemorrhage, tooth disorder, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: (B)(6) 2012 (as written per pfs, please note discrepancy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs received. Lot number and lab data added. Concomitant medication added. Events ; bladder or urinary problems or changes, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, hormonal changes irritable and moody, also cry, easily and hot flashes and night sweats. Been within normal ranges, migraines / headaches, neurological conditions or problems type: fibromyalgia, pain, rashes or skin conditions type: small sparse papule type bumps. Small bumps on arms that are mildly irritating. I find myself picking at them all the time and then they bleed/scab over, vaginal discharge, other injury(ies) or complication(s) please describe: numbness; muscle aches, lower right abdominal pain, lower right back pain, nerve pain, breast pain, metallic smell were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 25-year-old female patient who had essure (batch no. A20063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included escitalopram oxalate (lexapro) and ibuprofen. On (B)(6) 012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 7 days after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and migraine ("migraine headaches"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced rash papular ("rashes or skin conditions type: small sparse papule type bumps\small bumps on arms") and scab ("I find myself picking at them all the time and then they bleed/scab over"). In 2016, the patient experienced irritability ("hormonal changes irritable"), mood altered ("moody"), tearfulness ("also cry easily"), hot flush ("easily and hot flashes"), night sweats ("night sweats"), fibromyalgia ("neurological conditions or problems type: fibromyalgia"), the first episode of hypoaesthesia ("numbness") and the first episode of myalgia ("muscle aches / muscle pain"). In (B)(6) 2019, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced tooth disorder ("dental problems"), abdominal pain lower ("lower right abdominal pain"), back pain ("lower right back pain"), neuralgia ("nerve pain"), breast pain ("breast pain"), parosmia ("metallic smell"), skin haemorrhage ("I find myself picking at them all the time and then they bleed/scab over"), pain of skin ("skin pain"), abdominal pain ("abdominal pain"), headache ("headaches"), the second episode of hypoaesthesia ("numbness") and the second episode of myalgia ("muscles ache"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), appendec). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, irritability, migraine, abdominal pain lower, back pain, neuralgia, parosmia, abdominal pain, headache, the last episode of hypoaesthesia and the last episode of myalgia had resolved and the bladder disorder, urinary tract disorder, mood altered, tearfulness, hot flush, night sweats, fibromyalgia, rash papular, scab, vaginal discharge, breast pain, skin haemorrhage and pain of skin outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, breast pain, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, hot flush, irritability, migraine, mood altered, neuralgia, night sweats, pain of skin, parosmia, pelvic pain, rash papular, scab, skin haemorrhage, tearfulness, tooth disorder, urinary tract disorder, vaginal discharge, the first episode of hypoaesthesia, the first episode of myalgia, the second episode of hypoaesthesia and the second episode of myalgia to be related to essure. The reporter commented: (B)(6) 2012 (as written per pfs, please note discrepancy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: new events- muscle ache, numbness, headache, abdominal pain were added. Outcomes were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 25-year-old female patient who had essure (batch no. A20063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included escitalopram oxalate (lexapro) and ibuprofen. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 7 days after insertion of essure. In september 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and migraine ("migraine headaches"). In december 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In january 2013, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced rash papular ("rashes or skin conditions type: small sparse papule type bumps\small bumps on arms") and scab ("I find myself picking at them all the time and then they bleed/scab over"). In 2016, the patient experienced irritability ("hormonal changes irritable"), mood altered ("moody"), tearfulness ("also cry easily"), hot flush ("easily and hot flashes"), night sweats ("night sweats"), fibromyalgia ("neurological conditions or problems type: fibromyalgia"), hypoaesthesia ("numbness") and myalgia ("muscle aches / muscle pain"). In april 2019, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced tooth disorder ("dental problems"), abdominal pain lower ("lower right abdominal pain"), back pain ("lower right back pain"), neuralgia ("nerve pain"), breast pain ("breast pain"), parosmia ("metallic smell"), skin haemorrhage ("I find myself picking at them all the time and then they bleed/scab over") and pain of skin ("skin pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), appendec). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, bladder disorder, urinary tract disorder, tooth disorder, dysmenorrhoea, alopecia, irritability, mood altered, tearfulness, hot flush, night sweats, fibromyalgia, rash papular, scab, vaginal discharge, hypoaesthesia, myalgia, neuralgia, breast pain, skin haemorrhage and pain of skin outcome was unknown, the dyspareunia, migraine, abdominal pain lower, back pain and parosmia had resolved and the fatigue was resolving. The reporter considered abdominal pain lower, alopecia, back pain, bladder disorder, breast pain, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, hot flush, hypoaesthesia, irritability, migraine, mood altered, myalgia, neuralgia, night sweats, pain of skin, parosmia, pelvic pain, rash papular, scab, skin haemorrhage, tearfulness, tooth disorder, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: 18sep2012 (as written per pfs, please note discrepancy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-nov-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.